Manufacturer narrative:
Follow-up #1 03/10/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2016 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours without alarms or insulin delivery interruptions occurring. Durign testing, an audio bolus was unable to be performed due to a missing bolus button. A delivery accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 1.7 mmol/l with unsteadiness, lethargy, and paleness associated with inaccurate insulin delivery. The reporter indicated that the patient was treated with oral glucose. This report is made based on the allegation that the patient experienced hypoglycemia associated with inaccurate pump delivery.